Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulators (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No images or videos were shared for the event. A review of the site's system logs for the reported procedure date was conducted by the fse. Investigation revealed the following possible related system errors: error 23069 was found in the log pointing to a usm 1 issue. Tableau log reviews could not find a procedure with the date (B)(6) 2022 on system (B)(4). This complaint is classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to usm unavailability. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that the system reflected error 23069 pointing to the universal surgical manipulator (usm). There was no report of patient harm due to the reported issue. On 19-may-2022, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the issue was identified during the procedure. The procedure was converted to open surgery with no patient harm or injury. It was clinically not possible to complete the procedure with 3 arms. The surgeon said it was not possible to continue either laparoscopically or robotically. The system was inspected prior to use. There were no outside influences that were impeding movement of the system. The procedure was ongoing for 6 hours when issue occurred. The procedure was prolonged by 30 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The usm was tested on the in-house system in normal mode where it triggered the error code 23069 (ox3). The usm was also tested on the patient side cart (psc) fixture test platform (pftp) and triggered failure of chip encoder virtual absolute (cva) insertion with error 23118. A golden cva printed circuit assembly (pca) was installed and passed all tests on retry. The original cva pca was returned, and the failures reoccurred. As a fix, the insertion cva pca, cva ffc, and cva disk will be replaced.

Event description:
Refer to h10/h11 for follow-up information.